Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having trouble recharging the last couple days, but it had always been a problem since implant. Rep said implant was at an angle and she could feel once edge but not the other. Recharging kept giving rep the ¿poor recharge quality¿. Technical services had rep unplug the ins recharger and device went into al feature mode; patient got as high as 65 but rep, and only got up to 57-58 today, she couldn¿t get implant to recharge. Ts redirected rep to repair to replace insr. Rep was recommended an x-ray and palpitation if insr replacement did not resolved recharge issue. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information received the manufacturer representative reported that the patient is still not able to charge even with replacement charger. Unsure what caused the ipg to be tilted in the pocket. The healthcare professional is aware of the situation but will not revise until patient quits smoking.